Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented through merlin.net transmission with stored episodes of auto mode switching. During the episodes, intermittent atrial undersensing was observed. Programming changes will be made. The patient was stable and will be monitored.